Event description:
During preventative maintenance inspection, rptr discovered 17 out of 18 gantry bolts were loose and 1 out of 18 gantry bolts were broken. These bolts were 15 months old, replaced by the MFR during an accelerator modification. All of these bolts were replaced 3/21/95.